Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to discomfort and erosion at both distal tips of the corpora cavernosa as a result of oversizing that began (B)(6) 2020. The erosion as identified during the revision procedure. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir. The patient fully recovered following the procedure.